Event description:
On (B)(6) 2012, a registered nurse (rn)/care manager contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultrasoft lancing device holder was damaged. The medical surveillance specialist (mss) was unable to contact the patient for follow up questions, so this complaint is being reported based on information obtained by the customer care advocate (cca). The rn stated that the alleged issue started on an unspecified morning in (B)(6) 2012. The rn reported that the patient manages her diabetes with 1 tablet of metformin (unknown dose), 48 units of nph insulin in the morning, 14 units nph insulin in the evening, 24 units of regular insulin in the morning and 12 units of regular insulin in the evening. The rn denied that the patient made any changes to her normal diabetes management as a result of the alleged issue. The rn mentioned that at an unspecified time after the alleged issue began the patient started to feel "shaky and lightheaded." However, the rn denied that the patient received medical intervention as a result of the alleged issue. At the time of troubleshooting, the rn informed the cca that the subject lancing device had been used for 7 years. The rn denied that there was misuse to the subject device. The issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury after not being able to test her blood glucose as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/16/2012)-device evaluation: the lancing device involved with this complaint has been returned (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the lancing device was tested and the primary complaint was not confirmed; however, a secondary issue was noted where the casing ws found to be cracked/broken. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.